Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site which was treated with antibiotics (type not specifed.) The device was subsequently explanted on (B)(6), 2013. It is unknown whether there are any plans to reimplant the patient with another device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).this report is filed june 3, 2013.

Manufacturer narrative:
(B)(4).